Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The failure file was not received. The received patient file showed the date is different from the date of the event. The patient file showed five applications were performed using a catheter identified as the afapro28 balloon catheter of lot number 17029. The patient file did not show any system notices on the reported date of the event. In conclusion, the reported phrenic nerve injury (pni) occurred during the procedure and could not be confirmed through data analysis. There is no indication of a relation of the adverse event to the performance and malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, it was observed that there was transient/ loss of capture of the phrenic nerve. The case was completed with cryo. Six dayslater, a x-ray was performed and it showed a "marked" increase in the level of the diaphragm. The report indicated that the diaphragm was two intercoastal spaces higher. It was noted that the patient had a history of a raised hemidiaphragm. The patient remains asymptomatic. The patient was directed to complete physio and diaphragmatic exercises. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Incoming information indicated the patient was seen in the clinic for a post ablation follow-up. The phrenic nerve injury made a full recovery and the patient has remained asymptomatic throughout.